Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient reported suddenly poor hearing performance with the device. There was no accident or trauma reported. Re-implantation was performed on (B)(6) 2019.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator housing that is typical for severe external impact to the housing. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient reported suddenly poor hearing performance with the device. There was no accident or trauma reported. Swelling was however noticed over the implant side and there was displacement of the device. Re-implantation was performed